Manufacturer narrative:
Additional information provided. The system was examined and the reported event was not confirmed. The ultrasound (u/s) printed circuit board (pcb) connector was found to have been damaged, but was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 16, 2015. Based on qa assessment, the product met specifications at the time of release. The connector on the u/s pcb was found to be nonconforming. However, how or when it became nonconforming remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported experiencing no phacoemulsification power during set up for surgery. An alternate equipment was used to proceed with surgery.